Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
It was reported via a trial that approximately eight months after the implantation of one xience v stent in the predilated, restenosed proximal left anterior descending (lad) artery and the implantation of one xience v stent in the predilated, restenosed left main coronary artery, the patient experienced a non st elevation myocardial infarction with elevated troponin level, requiring percutaneous coronary intervention via balloon angioplasty of the index stent in the lad in one procedure and stenting in the non-target left circumflex artery in a subsequent procedure five days later. The patient was discharged two days after the latter revascularization. There was no adverse patient sequela. There was no additional information provided.